Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during drain. The home patient (hp) stated that the hp was half asleep and disconnected in error. The baxter technical representative (tsr) assisted the hp to clear the error and explained the meaning of the error. The hp will stop therapy for that day. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting from the transfer set during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.